Manufacturer narrative:
Isi has not received the instrument involved with this complaint for failure analysis investigation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a cable from the mega needle driver instrument broke off and fell inside the patient. Although no patient harm, adverse outcome or injury was reported, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy procedure, a cable from the mega needle driver instrument snapped and fell inside the patient. All fragments were retrieved with a da vinci prograsp forceps instrument. There was no post-operative tests performed to check for any remaining fragments. There was no report of patient harm, adverse outcome or injury.